Manufacturer narrative:
A ge representative evaluated the system and replaced the sram memory. System operates as intended.

Event description:
Customer reported a checksum error on boot up. No patient injury was reported.